Event description:
A cartridge alarm 6 was reported, where the pump alarm recurred even after loading a new cartridge. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support decided to replace both the pump and the cartridge, with the customer switching to multiple daily injections (mdi) as a backup insulin therapy. The customer was informed about the replacement, which included updated software, and was provided with training resources. Instructions for putting the pump into storage mode and returning it to tandem were also communicated, and the customer acknowledged all instructions.